Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted when additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. Root cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem .the root cause investigation is in progress

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 occurred on home choice (hc) during use. The patient also mentioned that he is experiencing such errors for quite some time now without any further details available, causing discomfort as he cannot end the therapy. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.